Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin 5 tubes exhibited poor barrier separation. There was no health impact or consequences reported.

Manufacturer narrative:
H.6 investigation summary: bd received 5 samples and 8 photos in support of this complaint from catalog 362753, lot number 3263463. Visual examination of the photos was performed and revealed poor barrier separation. The 5 samples were visually inspected with no issues being identified. Complaints for sample quality were under statistical control for the month of april 2024. At this time, further testing is not indicated. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause of the customer¿s failure mode could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.